Manufacturer narrative:
Internal file number: (B)(4). Visual inspections were performed on the returned device. The reported polymer/separation was confirmed. The reported difficult to remove was unable to be confirmed due to the returned condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation determined the reported difficulties appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The 2.0 x 80 mm armada referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous and mildly calcified lesion in the superficial femoral artery (sfa), popliteal and peroneal arteries. The command 18 guide wire was advanced without reported issue. Next, a 5.0 x 40 mm armada 18 percutaneous transluminal angioplasty (pta) catheter was advanced without issue over the guide wire. The pta catheter was removed without reported issue, and a 2.0 x 80 mm armada otw pta catheter was then advanced without issue over the command 18 guide wire. While removing the guide wire to perform a guide wire exchange, slight resistance was noted between the devices. An unspecified .014 guide wire was then attempted to be advanced; however, it would not advance through the pta catheter and was subsequently removed. The command 18 guide wire was then attempted to be reintroduced into the pta catheter when it was noted that the dark hydrophilic tip was missing. The pta catheter was unable to be aspirated. Angiography showed no visible wire in the vessels. The detached wire fragment was in the pta catheter which was removed in its entirety from the patient anatomy. Angiography confirmed no part of the guide wire remained in the vessel. An unspecified .014 guide wire was then introduced into the patient, and the case was completed without further issue. After the procedure concluded, an attempt was made to flush the pta catheter outside of the patient anatomy, and the detached piece of the guide wire was pushed out from the catheter. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.